Event description:
It was reported that the patient presented to the hospital with multiple urinary tract infections and pneumonia. It was noted that the patient had a systemic infection that resulted in lead vegetations and endocarditis. Lead vegetations were confirmed by transesophageal echocardiography (tee). The physician does not believe infection was device or procedure related. The entire system, including the implantable cardioverter defibrillator, right ventricular lead, right atrial lead and left ventricular lead, was explanted. The patient was in a stable condition.